Manufacturer narrative:
(B)(4).

Event description:
It was reported that after bypass surgery, the surgeon implanted intra-aortic balloon pump (iabp) to assist cardiac function. After the operation, the machine gave an alarm, which showed "large helium leak." As a result, the surgeon replaced the catheter and the machine operated normally. There was no report of patient complications, serious injury or death.

Event description:
It was reported that after bypass surgery, the surgeon implanted intra-aortic balloon pump (iabp) to assist cardiac function. After the operation, the machine gave an alarm, which showed "large helium leak." As a result, the surgeon replaced the catheter and the machine operated normally. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. During the investigation, two (2) punctures consistent with contact from a sharp object, were found on the iabc bladder which caused the helium loss alarm and allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined. The most probable potential cause is customer handling. An in-service has been requested to review the instructions for use (IFU) with the customer. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.